Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented at the hospital after receiving inappropriate atp therapy for atrial fibrillation with rapid ventricular response. The device functioned as programmed. The device was reprogrammed.